Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the day prior they went in to have a hydro extension bladder procedure. They said they had to turn their stimulator off and the person at the hospital said they turned it back on. They kept telling them they couldn't feel it and it wasn't working, but they said it was on. The patient was able to sync with the programmer on the call and it showed stimulation was off, they were set to program 1 at 0.0v. The patient was able to turn stimulation on, they reported they could not feel stimulation. They tried to increase stimulation and they got the icon that showed the upper limit screen had been reached at 0.0 v. They were asked if they were on a different program, they stated they didn't know, but they had always been able to adjust voltage before. Caller was redirected to their healthcare provider. They reported a return of symptoms of leakage and bladder incontinence and this was reported as a sudden return of symptoms. No further complications were reported or anticipated.